Event description:
It was reported that the insulin pump had cracks on the top right hand corner of the screen. Customer's blood glucose was 9.7 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.